Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 608 mg/dl to "high". Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones on (B)(6) 2024. Customer was subsequently admitted to the intensive care unit and treated with a manual injection and intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.